Event description:
A peritoneal dialysis (pd) patient¿s contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported the patient was hospitalized for shortness of breath. The patient was reported to be admitted on (B)(6) 2023 and was performing treatment when it happened. The contact reported that they don¿t believe the cycler had anything to do with it. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they are familiar with the 80-year-old pd patient who needed to discontinue a continuous cyclic pd (ccpd) treatment on the liberty select cycler on (B)(6) 2023 due to dyspnea. The pdrn reported the patient safely disconnected from their cycler and was transported to the emergency department. The pdrn stated the patient was diagnosed with fluid overload due to cardiac comorbidities (exact diagnoses unknown) and was admitted to the hospital on the same day. The pdrn was uncertain of the events while the patient was hospitalized; however, it was reported the patient opted to be placed on hospice which discontinued all modalities of renal replacement therapy while providing end-of-life comfort care. The pdrn stated the patient was discharged to home after a week of hospitalization (exact date of discharge unknown) where they continue hospice and comfort care. The pdrn confirmed the patient¿s dyspnea due to cardiac comorbidities and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. An as-received simulated treatment was performed on the cycler and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no visual discrepancies found during the internal inspection. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported the patient was hospitalized for shortness of breath. The patient was reported to be admitted on (B)(6) 2023 and was performing treatment when it happened. The contact reported that they don¿t believe the cycler had anything to do with it. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they are familiar with the 80-year-old pd patient who needed to discontinue a continuous cyclic pd (ccpd) treatment on the liberty select cycler on (B)(6) 2023 due to dyspnea. The pdrn reported the patient safely disconnected from their cycler and was transported to the emergency department. The pdrn stated the patient was diagnosed with fluid overload due to cardiac comorbidities (exact diagnoses unknown) and was admitted to the hospital on the same day. The pdrn was uncertain of the events while the patient was hospitalized; however, it was reported the patient opted to be placed on hospice which discontinued all modalities of renal replacement therapy while providing end-of-life comfort care. The pdrn stated the patient was discharged to home after a week of hospitalization (exact date of discharge unknown) where they continue hospice and comfort care. The pdrn confirmed the patient¿s dyspnea due to cardiac comorbidities and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s course and condition were requested, however, not provided.

Event description:
A peritoneal dialysis (pd) patient¿s contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient¿s contact reported the patient was hospitalized for shortness of breath. The patient was reported to be admitted on (B)(6) 2023 and was performing treatment when it happened. The contact reported that they don¿t believe the cycler had anything to do with it. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated they are familiar with the 80-year-old pd patient who needed to discontinue a continuous cyclic pd (ccpd) treatment on the liberty select cycler on (B)(6) 2023 due to dyspnea. The pdrn reported the patient safely disconnected from their cycler and was transported to the emergency department. The pdrn stated the patient was diagnosed with fluid overload due to cardiac comorbidities (exact diagnoses unknown) and was admitted to the hospital on the same day. The pdrn was uncertain of the events while the patient was hospitalized; however, it was reported the patient opted to be placed on hospice which discontinued all modalities of renal replacement therapy while providing end-of-life comfort care. The pdrn stated the patient was discharged to home after a week of hospitalization (exact date of discharge unknown) where they continue hospice and comfort care. The pdrn confirmed the patient¿s dyspnea due to cardiac comorbidities and the associated hospitalization were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). Additional details surrounding the patient¿s course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the information in the complaint file has been reviewed. On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this 80-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced shortness of breath during a pd treatment and was hospitalized. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.